Event description:
It was reported non-sustained lead noise episodes were observed via a remote monitoring system due to far field p-wave oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer. No medwatch form was received. (B)(6).